Manufacturer narrative:
The product was returned for investigation. We confirmed that the mid-shaft of the product had elongated and was severed. No abnormalities were found on the production records. The reported incident is thought to have occurred when the product became stuck during removal due to localized contact with a hard part or the influence of other devices used in conjunction with it. Continuing the removal operation in this state resulted in excessive tensile stress being applied to the shaft, leading to breakage. However, the detailed cause could not be identified. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. We are reporting this event because separation of the part of the catheter during operation in the patient body that can lead to embolism by it remain in the body.

Event description:
It was reported that the shaft of a balloon catheter fractured. The catheter was used to treat a severely calcified lesion in the rca. The patient had previously undergone pci with stent implantation in the distal rca #1. The balloon was used in conjunction with a guide extension catheter; however, advancement of the balloon through the lesion at rca #1 was difficult. Therefore, balloon dilation was performed with forward pressure, allowing the balloon to be advanced and dilated up to rca #3. Subsequently, when removal of the device was attempted, marked resistance was encountered. Upon withdrawal, the shaft of the balloon catheter fractured, and a portion of the device remained intravascular. Retrieval of the retained fragment was attempted using a snare catheter, but retrieval was unsuccessful. Thereafter, a guidewire was advanced alongside the retained balloon, and dilation with another balloon catheter was attempted; however, the device could not be released. During the procedure, no changes in the patient's clinical condition were observed. Collateral circulation from the left coronary artery was confirmed, and hemodynamic stability was maintained. Therefore, no additional interventional procedures were performed. No additional complications have been reported and the patient is in good condition after the operation.